Event description:
The customer contacted stryker to report that the device was arcing during defibrillation energy delivery. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Customer advised they were using non-stryker defibrillator pads. Proper device operation was observed through functional and performance testing; the device was returned to the customer for service.